Manufacturer narrative:
Patient information was not provided by the site. On (B)(6) 2016 the multi out power 350w supply was replaced on the system in the field. After part replacement system passed all functional testing. Suspect power supply returned on 8/10/2016: when testing power supply, initial power caused a pop and spark from inside the chassis. When opened up, there was heat and smoke from the 28vdc board. The fuse was blown. Once disconnected, the remaining board was tested and supplied power to 9vac, +12v, +9v, and +5v. If only the 28vdc board (powers surg. Mon) was not working, the s7 would have booted up normally and the surgeon monitor wouldn't work. Electrical failure of the power supply caused event. This issue has been added to a medtronic hardware anomaly tracking/monitoring database.

Event description:
A medtronic representative reported that the system did not power up. The system was scheduled to be used for a surgery. However, the site decided to not use navigation and proceeded with the case. Surgery completed successfully. No harm to patient.